Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance spikes to greater than 3000 ohms. Technical services discussed possible causes and recommended further testing to rule out other factors. The system remains in-service. No additional adverse patient effects were reported.